Manufacturer narrative:
H6: investigation summary four photos were submitted for quality evaluation. The customer complaint that the tubing was breaking was verified by evaluation of the photos submitted. The photos submitted show that the tubing of the infusion sets separated from the drip chambers at the drip chamber outlet port. A device history record review for model 10802688 lot number 22109203 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to the physical sample not being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris smartsite gravity set there was damage on the product. There was no report of patient impact. The following information was provided by the initial reporter: material no: 10802688 batch no: 22109203 it was reported by customer that "breaking" verbatim we have received a quality complaint on product sold to our customer. Injuries or adverse event: no item: 10802688 quantity affected: 1 case serial/lot number: (B)(6) reported issue: breaking.

Event description:
It was reported while using bd alaris smartsite gravity set there was damage on the product. There was no report of patient impact. The following information was provided by the initial reporter: material no: 10802688, batch no: 22109203. It was reported by customer that "breaking." Verbatim: we have received a quality complaint on product sold to our customer. Injuries or adverse event: no. Item: 10802688, quantity affected: 1 case, serial/lot number: ((B)(6). Reported issue: breaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-30-2023. Investigation summary: four photos and seven samples were submitted for quality evaluation. The customer complaint that the tubing was breaking was confirmed by evaluation of the photos submitted and the separation of the tubing to the drip chamber was verified by evaluation of the samples submitted. Further examination of the samples submitted reveal that there is a lack of solvent at the union location between the tubing and the drip chamber outlet. A device history record review for model 10802688 lot number 22109203 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this failure was determined to be error in the assembly process.

Event description:
It was reported while using bd alaris smartsite gravity set there was damage on the product. There was no report of patient impact. The following information was provided by the initial reporter: material no: 10802688 , batch no: 22109203, it was reported by customer that "breaking" verbatim we have received a quality complaint on product sold to our customer. Injuries or adverse event: no, item: 10802688, quantity affected: 1 case, serial/lot number: (B)(4), reported issue: breaking.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.